Event description:
It was reported there was undersensing. The pacemaker technician was unsure whether these were true asystoles. The device was left in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).